Event description:
An authorized service provider (asp) contacted ventec to report that the device was displaying the patient circuit disconnect alarm and was delivering low inspiratory pressure. There were no reports of patient involvement associated with the reported issue.

Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of it displaying the patient circuit disconnect alarm and delivering low inspiratory pressure was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.